Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure, low circuit leak, low minute ventilation and ventilator's airflow was not provided. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the flow route and made the flow come out improperly. The inlet air path assembly needs to be replaced to address the issue.